Manufacturer narrative:
(B)(4). Date sent: 02/19/2021 batch # unk the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lar the device had power but would not fire. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4), date sent: 02/24/2021, d4: batch # u5dk4v, h6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with the anvil missing. The green checkmark did not illuminate upon insertion of the battery, indicating that the device was not fired. Attempts to fire the device in the lab were unsuccessful, confirming the experience. Upon disassembly, cracks were detected in the flex connector of the anvil detection mechanism. It is suspected that the cracks have created an open circuit, preventing the device from firing. No conclusion could be reached as to what may have caused the failure of the device. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green checkmark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.